Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis; and underwent discectomy. Intra-op, when an attempt was made to fix the product to the bed rail, the screw did not turn; and hence, the product could not be fixed. Although there was a delay of less than 60 minutes in the overall procedure due to this event, no patient complications were reported. While checking the instrument, some scratches were found on the clamp, and the spring inside the clamp was almost invisible. The clamp was stuck and did not work properly.